Manufacturer narrative:
The pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current due to moisture damage on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery last 12 hours. The customer¿s blood glucose was 80 mg/dl at the time of incident. The insulin pump will be returned for analysis.